Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department (ed) as the device incision site was found to be bleeding. The dressing was pooled with blood and the dressing was changed and the patient was discharged the same day. The surgical incision was intact at the left torso with the steri-strips. At the posterior end, there was minimal venous oozing that was occasionally dripping blood. At this time, this device remains in service and no adverse patient effects were reported. It was noted the patient was taking anticoagulant medications at the time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.